Event description:
Received an unsolicited call from the pt's mom, the "cadd ext tubing" has been leaking around the filter during the second day of use. Has happened twice with two different tubing's within a week. Did the reported product fault occur while in use with a pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we [MFR] replace device? Yes; we sent more tubings; did the pt have a backup product they were able to witch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved? Ongoing? Only two cadd ext set thus far have been found to leak, event is resolved. Reported to (B)(6) by pt/caregiver.